Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) system was infected. The system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) system was infected. The system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event. On (B)(6) 2025: it was further reported that the source of the infection is unknown, but the bacterial strain was staphylococcus aureus.

Manufacturer narrative:
Continuation of d10: product ID 383069 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product ID w1dr01 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.